Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the lifesparc pump. The incident occurred in (B)(6). Through follow up communication livanova learned that the pump was running initially with good flows for like 1-2 minutes. Flows dropped unexpectedly and never recovered. Circuit was checked for clots as well as the cannula. It was not a volume depletion issue. The circuit was saved and tested in the priming tray after the case. Flows were still the same as during the case if any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device discarded by the customer.

Event description:
Livanova received report that during support with lifesparc pump the flows dropped from 2.5 to 0.6-1.1. No evidence of clot in cannula or evidence of tubing kinked. The controllers were change without resolution of low flow issue. Perfusion drained the circuit-pump and oxygenators and found no evidence of clot in the circuit. Perfusion primed circuit, with normal saline, to evaluate pump function and found that the pump was spinning with zero output/flow. The circuit discarded by customer due to covid patient. Patient placed on cardiohelp without issue and flows of 4.0. Lifesparc unit was effectively exchanged without issue. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: since the circuit was discarded by the customer as reported in section b5 of the initial report no investigation could be performed. Based on the available information and considering that failure occurred after around 2 minutes of support, a defective pump cannot be ruled out as the root cause of the reported event.